Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the exhalation valve from the customers stock and the unit then passed the flow sensor calibration. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during testing, a ventilator failed the power-on-self-test (post). There was no patient involvement.